Manufacturer narrative:
(B)(4). Upon follow up it was reported dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the date of the event was reported as an unknown date in an unknown month ¿approximately three years ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. Approximately four to six weeks after discontinuing pd therapy (while on hemodialysis therapy) the patient was diagnosed with peritonitis. The cause of the event was unknown. The patient was hospitalized. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for bacterial peritonitis. On an unknown date, the pd catheter was removed. The intraperitoneal antibiotics were switched to an unspecified alternate route (no further details reported). At the time of this report, the patient had recovered. No additional information is available.